Event description:
It was reported that after the implant procedure, while the patient was still on the table, interrogation of the device revealed atrial undersensing and loss of capture in the atrium. Fluoroscopy showed that the atrial lead had dislodged. The pocket was re-opened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).